Manufacturer narrative:
H4: device manufacture date: september 05, 2022 - september 06, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between january 04, 2023 to january 31, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had particulate matter. This was identified prior to patient use, at the hospital. There was no patient involvement. No additional information is available.